Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on 09apr2024 wherein the patient was implanted with lead extensions in order to reposition their ipg to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.